Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was inaccurate high. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began (B)(6) 2012 at an unknown time when the patient reported blood glucose results of "405mg/dl", and "151mg/dl", all taken at unknown times which the patient compared to feelings. The patient reported he manages his diabetes with insulin (self adjust). The patient stated that he made no changes to his diabetes management routine due to the issue. The patient stated that at an unknown time after the start of the product issue, he "passed out". The patient reported that self-treatment with glucose tablets/gel was required due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (03/30/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.